Event description:
Facility reported that 3 days after the first incident occurred the patient was on dialysis on (B)(6) 2012, while using fmc combiset w/bvm and gambro 6h dialyzer, experienced a reaction as previous treatment on (B)(6) 2012, immediately after being connected to the machine. Immediately the patient showed flushing of face, lips and ears, complained of sternal pain, transient dyspnea and coughing, developed rash on cheeks and arms. However, symptoms persisted longer than the previous treatment. The patient complaint of nausea, swelling of face, rash on face non-pruritic. Blood was returned to the patient. Chest x-ray was taken (normal), oxygen was given (normal) and asper the complainant there is no antihistamine given. Patient is stable and has continued dialysis for 3 weeks with (B)(4) and gambro 6h dialyzer without any issues. They have discontinued using (B)(4) combiset with bvm. Sample is available.